Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one two-way silicone foley catheter with a cut portion of the inlet tubing was received. Attempted to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was not able to advance into the balloon. The balloon was then dissected. The inflation notch was not completely perforated. This fails to meet specifications stating the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter difficult to inflate during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter difficult to inflate during the pretest.